Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no discrepancies with the device header or lead ports. A review of the as received memory shows the atrial lead impedance value was approximately 1320 ohms at implant, but increased to 1970 ohms by the week of (B)(4), 2010. The ventricular lead appeared stable at 1030 ohms over the last year of implant. Device memory also shows a zoom forced lead test in the field on (B)(6), 2011, measured greater than 2500 ohms impedance in the atrial chamber and 1150 ohms in the ventricular chamber. The device functioned within electrical specifications during analysis. There are no indications in the as received memory that the device failed to operate in specification and deliver therapy as programmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's atrial lead was exhibiting impedance measurements greater than 2500 ohms. The lead and this pacemaker were both removed from service as the cause of the out of range impedances could not be determined. No adverse patient effects were reported.